Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00021. It was reported that the implantable cardioverter defibrillator system was explanted for infection. The physician suspected the device caused the infection. The patient had sepsis. The patient was stable.